Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found a not laterally overlapping jaw. Additionally, we found unknown deposits and discoloration. Furthermore, we found a visibly damaged grey ceramic. Additionally, we made a visual inspection of the broken off fragment. Here we found unknown deposits and discoloration. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result in the jaw not overlapping and the ceramic breakages. There is the possibility of sparking caused by broken ceramics and these will result with discoloration. There is also the possibility of torsion or high leverage with the instrument. According to the quality standard, a production error and a material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during use a blackish fragment was found. There was no harm to the patient reported and no delay in surgery.